Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight universal ii. Inflation: medtronic. Guide cath: cordis. Sheath: cordis. There was no reported product deficiency. The reported patient effect of dissection is listed in the product instructions for use as a known potential adverse effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the patient had a 95% stenosis at the proximal left anterior descending (lad) artery and the distal right coronary artery (rca) and was taken for elective percutaneous coronary intervention. Predilatation was performed with a 2.25 x 12 mm balloon. The decision was made to implant a 2.75 x 28 mm xience v stent in the proximal lad; however, a dissection occurred while deploying the device. The dissection was treated with deployment of another 3.0 x 38 mm xience v stent deployed at 16 atmospheres to achieve a good timi flow. The rca treatment was completed with the placement of a xience v stent. No additional information was provided.